Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing high blood glucose and blood glucose level at the time of the incident was 25 mmol/l. It was unknown that the customer was used auto mode at the time of high blood glucose or not. Customer also reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 24.4 mmol/l and sensor glucose was 13.4 mmol/l at the time of the event, the difference is outside the acceptable range. The device will not be returned for analysis.